Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device door roller pin was missing. The device was returned to the biomedical department with an unsigned noted that stated, busted door and top. No specific patient information, pump programming, or event details were provided. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. During testing at the user facility, it was noted that the device door roller pin was missing. No additional information was provided.